Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had a loss of therapy. The patient stated that their whole left side was not working the last five months (2016). The patient then reported having upper back pain that had been there for the last two weeks. The patient had thought it was due to the bruised rib from a cough they had a month ago, but now they thought that the pain in their back was due to the stimulation. It was suggested that the patient turn their therapy off to see if their pain was still in their upper back. It was stated that if the pain was still there after the stimulation was turned off, then it was likely not related to the stimulator. However, the patient stated that they did get stimulation in their lower back and feet and they needed stimulation as it helped with their feet. It was also mentioned that the patient¿s stomach felt nauseous the last couple of weeks ((B)(6) 2017). It was reported that a manufacturing representative (rep) programmed them in early (B)(6), and they recommended a system replacement after meeting with the healthcare provider (hcp) to look at the patient¿s x-ray. Patient mentioned that they needed another implant and that it seemed like they were lasting them eight months. It was reported that the patient does increase the stimulation to a high voltage. It was reported that the patient was going to see their hcp tomorrow ((B)(6) 2017) regarding a system replacement. On 2017-may-11, additional information was received from the manufacturing representative (rep) reporting that they met with the patient on (B)(6) 2017. It was reporting that at the appointment it was found that contacts 0 through 4, 6 and 7 all had out-of-range impedances. It was reported that they were unable to achieve the desired coverage for the patient and a generator replacement was recommended. The patient had an appointment with the surgeon for (B)(6) 2017. No further complications were reported/anticipated.

Event description:
(B)(6). On 2017-03-13 was received from the health care professional (hcp) on 2017-05-23. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) inquired about battery longevity specifications, and documentation for insurance purposes. They stated that the patient¿s implantable neurostimulator (ins) depleted normally for the patient, as they used high voltage and ¿blast through¿ devices. The rep noted that they had an image from march showing high impedances on one side of the paddle lead. However, when the rep recently saw the patient, there were high impedances on the entire paddle lead. No further complications were reported or anticipated.

Manufacturer narrative:
The previous supplemental report had an incorrect aware date of (B)(6) 2017. The correct aware date of the information is (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they did not know the cause of the high impedances but that the entire system was replaced and the patient was now happy. No further complications were reported.